Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician placed the optilite single-use holmium laser fiber in the scope, they found that it was broken. It was later found that cracks were visible along the length of the fiber. The procedure was completed with a new fiber. There were no injuries or additional procedures reported, and no fragments of the fiber were left in the patient.